Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted evidence of use and signs of an ember. Functional testing found that the wear and some burning residue was observed on the tip of the electrode. Eschar build-up was also observed. Clear piece of insulation and the blue heat shrink insulation still intact and have minor damage. It was reported that the device caught fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur was consistent with possible ember due to the eschar build-up. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: tissue build-up (eschar) on the tip of an active electrode posses a fire hazard, especially in oxygen-enriched environments, such as the throat or mouth procedures. Eschar plus high oxygen may create embers. Keep the electrode clean and free of all debris. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the device caught fire. The fire was the size of a match flame and it was extinguished by putting the device into sterile water. There was no operating room fire. There was no patient injury.